Event description:
Resident being lifted by system when approximately four to five feet in the air, the chair became disengaged from the lift causing the resident and chair to fall to the floor. Resident hospitalized immediately and expired two days later. Our evaluation determined that the latching mechanism faileddevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: user facility biomedical/bioengineering department. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - inadequate, telemetry failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, device use continued with restrictions/limitations, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.